Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery cartridge ups shipped to site 04/13/2016. No parts have been received by manufacturer for analysis. On 04/14/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Mobile view station (mvs) will not power on. Universal power supply (ups) battery low indicator is lit. Replaced ups battery cartridge. System check-out performed. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system mobile view station (mvs) that would not fully boot-up. The imaging system booted-up normally, then a beeping sound was heard from the mvs. When attempting to move the imaging system to the operating room (or), it was revealed that the system had been unplugged from the wall outlet. In trouble-shooting, multiple re-boots did not resolve the issue. Everything appeared to have power but nothing would show up on the monitor. There was no patient present when this issue was identified.